Event description:
During a laparoscopic cholecystectomy the "light cord" that was attached to the scope, became disconnected. The surgeon stated the connection is broken, and proceeded to hold the "light cord" and scope together by hand, and finished the surgery. Upon examining the "light cord", it was found that the small metal circular piece which usually can be found at the end of the "light cord" where it connects to the scope was missing. The operating room was searched and it was not found. The surgeon was notified, and ordered an abdominal x-ray for the patient. A supine and upright view of the abdomen was obtained, x-ray report: no radiographic visualization of a foreign body. The patient's recovery was uneventful and they were discharged home with a scheduled follow-up with the surgeon. Manufacturer response for light cord, light cord (per site reporter): the manufacturer representative replaced the missing part, the light cord has been returned to use.